Event description:
The duett was deployed following an interventional procedure (6f sheath, right common femoral artery). The pt received 25,000 u heparin, eptifibatide and asa (aspirin). During negative aspiration, blood return was noted. When the sheath was withdrawn 2 mm more and no blood return was noted on the second aspiration, the procoagulant was delivered. Post-deployment, the pt experienced numbness in the right lower extremity. Posterior tibial (pt) and dorsalis pedis (dp) pulses were absent and the foot appeared pale and cool to the touch. An angiogram confirmed an occlusion. An angiojet was used without much improvement to flow. T-pa was then administered at the the site of occlusion. Pt pulses became audible by doppler. During the night, the pt had a surgical thrombectomy, after which the foot was warm and pink, and pt and dp pulses were present. A review of the operative report is pending.